Event description:
(B)(4) clinical study. It was reported that during a coronary artery stenting treatment procedure, the study stent could not pass the lesion and had strut raised. In (B)(6) 2012, the patient was admitted for chronic angina pectoris and cardiac catheterization was recommended. The proximal and distal stenosis in the lmca was treated with balloon angioplasty and cutting balloon angioplasty, with 20% residual stenosis. Both the proximal and distal left anterior descending artery (lad) segments were initially treated with balloon angioplasty. Then the stenosis in the mid lad was initially attempted to be treated with a 2.25x32mm ion stent, but it could not pass through the proximal lad segment. Subsequently, a cutting balloon was attempted but could not pass through the lesion. Then, a 12mm quantum balloon was employed to dilate the proximal lad segment. Subsequently a 2x10mm cutting balloon was used to perform multiple dilations in the proximal lad segment. Finally the 2.25x32mm ion stent was able to pass in to the mid lad where it was deployed successfully, with 10% residual stenosis following post-dilation. Also, the stenosis located in the proximal lad was initially attempted to be treated with a 3.0x12mm ion stent, but it could not pass. Subsequently, multiple procedures were tried using cutting balloon, quantum balloons and buddy wires and ultimately it was noted that the ion stent had a strut raised as a result of these multiple exchanges. The stent was removed intact without patient complications. Another 2.5x12mm ion stent was advanced across the lesion and deployed successfully in the proximal lad, with 10% residual stenosis following post-dilation. Additionally, a non-target lesion located in the proximal portion of the distal posterior descending artery (pda) was treated with balloon angioplasty and placement of a 3x38 mm ion stent, with 0% residual stenosis following post-dilation. The event was considered resolved without residual effects and the patient was discharged.

Manufacturer narrative:
(B)(6). Device is a combination product device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review conformed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).